Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. G61262-invalid) inserted for female sterilisation. The patient's medical history included chronic cervicitis, uterine leiomyoma and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy conserving both ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: insertion details: right: 6 coils, left: 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2015: preoperative and postoperative diagnosis: menorrhagia. Diagnosis: uterus with cervix and right and left fallopian tubes, laparoscopic total hysterectomy with bilaterial salpingectomies: uterine cervix: 1. Focal mild chronic cervicitis. Uterine fundus: proliferative phase endometrium, small 1.5 mm subserosal myometrium leiomyoma. Right and left fallopian tubes: 1. Benign paratubal cystic walthard epithelial rests; 2. Seroscal fibrus adhesions with adherent fragments of adipose tissue; 3. Essure coiled metal wire intraluminal contraceptive devices in the proximal lumina of both fallopian tubes. Lot number reported (g61262) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-may-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. G61262-not valid) inserted for female sterilisation. The patient's medical history included chronic cervicitis, uterine leiomyoma and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tlh with bilateral salpingectomy conserving both ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: right: 6 coils, left: 5 coils. Please note that lot number reported (g61262) is invalid. Most recent follow-up information incorporated above includes: on 13-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. G61262) inserted for female sterilisation. The patient's medical history included chronic cervicitis, uterine leiomyoma and paratubal cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tlh with bilateral salpingectomy conserving both ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: right: 6 coils, left: 5 coils. Lot number: g61262, expiration date: - (B)(6) 2015. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient medical history, product lot number, expiration date, removal date, rcc added. Event: medical device removal updated to event: menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.